Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test with every new battery that was inserted. The customer did not know the blood glucose reading. The customer did not observe any damage or corrosion at the battery cap or battery compartment. The customer stated that she did not have a new battery with which to test the insulin pump. She was advised to obtain new batteries, replace the insulin pump's batteries, and to call back if the display failed to come back on.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.